Event description:
The customer reported that their pump's screen had gone dark and would not turn on, indicating a battery charging issue with the t:slim x2 insulin pump. There was no adverse impact on the customer¿s blood glucose level. The customer attempted various troubleshooting steps, including trying different charging cables and wall adapters, but the problem persisted. As a resolution, the technical support team decided to send a replacement pump, and the customer was informed about the steps to take upon its arrival, including returning the faulty pump to tandem. The customer acknowledged and understood the instructions provided.